Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported that they are in an immense amount of pain and are walking like they have a ¿stick up their ass¿ because it hurts to walk. They stated that they took their dog for a walk about a week and a half ago and ¿dove like they were back in (B)(6)¿, and their back has hurt since then. The patient also mentioned that they were feeling too much voltage from their therapy but didn¿t know when. They stated that they had no telemetry with recharging the implantable neurostimulator (ins) and was seeing the reposition antenna screen. The patient added that they don¿t know when they last recharged the ins or had stimulation. They noted that they have had a stroke, so their memory has been affected. Additional information received from the manufacturing representative (rep) on 2019-04-22 indicated that the patient was seen at the clinic, and the ins was confirmed to be in overdischarge. Antenna locate was performed, which resulted in a power on reset (por). Upon clearing the por and charging the ins to 25%, impedances were checked. The rep determined that there were high impedances on the entire right lead. The rep programmed the device using the left lead only, and the patient reports having relief at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.